Manufacturer narrative:
Additional information was received indicating that there was no injury to the patient.

Manufacturer narrative:
Involved product was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no injury was reported for this event, as a result of this malfunction, the potential for surgical intervention exists (although it is inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a k-flexofile ready steel 25mm 015 broke. The outcome of the event is unknown as of this MDR evaluation.